Event description:
Philips volcano pressure wire failure to work during heart catheter procedure. Three different pressure wires were tried, and the volcano system was partially and fully rebooted. In the end, there was fluid found in the patient interface module (pim) that connects the sterile wire part to the controls. Compressed air and cotton tipped applicators were used to dry out the connection port and after several cleanings the connection worked. Philips volcano representative was contacted during this process and helped with troubleshooting process. She left facility #1 and headed to facility #2 to work on this problem in person. We finally got the system working prior to her arrival and completed the procedure. Philips rep. Brought a replacement pim with her and exchanged the faulty one for the new one. Rep. Arranged to have the used pressure wires replaced. Two wires ref# 10185j, lot & exp: 538085 2022-07-31, and 538249 2022-07-31, 1 wire ref# 10185jp, lot & exp: 5960 2021-04-30. Faulty pim: ref (B)(4), prod. Date (B)(4) 2019. Replacement pim: ref (B)(4), prod date (B)(4) 2019.